Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient was consciously sedated for procedure. It was noted during procedure that a pre-implant dilatation was performed using a 23mm non-abbott balloon. There was no issue navigating the large flexnav delivery system through femoral access. When the navitor valve was 30% deployed, a decision was made to using fast pacing at 120 beats per minute to guarantee valve deployment stability. It was noted that there were two re-sheaths for the navitor valve due to the valve diving toward the left ventricular outflow tract. On the third attempt the valve was successfully released. The final non-coronary cusp implant depth was 7.51mm and final left coronary cusp implant depth was 9.73mm. There was no difficulty/problems experienced positioning the large flexnav delivery system. There was no report of non-uniform expansion of the 27mm navitor valve. It was noted via electrocardiogram, that the patient developed a left bundle branch, but regressed to a normal sinus rhythm. It was also noted that there was no calcification extending beneath the aortic annular plane in the interventricular septum. An angiogram was performed a revealed moderate aortic insufficiency. The decision was made to perform a post-implant dilation using a 25mm non-abbott balloon. A second angiogram and transthoracic echocardiogram (tte) was performed and again showed moderate aortic insufficiency. Another post-implant dilatation was performed using a 24mm non-abbott balloon. A third angiogram and tte revealed no change in the moderate aortic insufficiency. The decision was made to sedate the patient to perform a transesophageal echocardiogram (tee). It was noted during the deep sedation that the patient's blood pressure dropped with pulseless electric activity/cardiac arrest. The decision was made to perform an external cardiac massage and intubated the patient. Advanced care life support was started and after a few minutes spontaneous recovery of circulation and increased blood pressure occurred. The tee was performed and showed no aortic insufficiency, but an immobile/frozen leaflet is suspected. The procedure was completed and the patient was transferred to the intensive care unit. On (B)(6) 2023, it was noted via electrocardiogram, that the patient's left bundle branch block returned. On (B)(6) 2023, the patient returned to the hospital due to two episodes of brief syncope and an onset of symptomatic bradycardia that progressed into a first degree atrioventricular. On (B)(6) 2023, the decision was made to implant a temporary pacemaker. On (B)(6) 2023, the patient had a permanent dual chamber pacemaker implanted. The patient remains hospitalized.

Manufacturer narrative:
An event of one cusp of the valve not working as intended, device malposition, central regurgitation, and heart block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient did not have a pre-existing arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 7.51mm from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth of the device contributed to the reported event. However, this cannot be confirmed.